Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he experienced elevated blood glucose readings and a bent cannula twice while using the infusion sets. Pt stated, the issue caused pooling of insulin under his skin. Pt reported, his elevated readings have been around the 300's mg/dl. Pt's normal blood glucose readings are around 140 mg/dl. Pt stated, he self treated by changing the infusion site and bolusing. Pt reported, when he removed the infusion headset, he noticed the cannula was bent and outside of his body and the insulin was pooling under his skin. Pt stated, there were no concerns with preparation or insertion of the infusion headset and there was no insulin leaking at the infusion site. Pt reported, he noticed the issue 1.5 days after inserting the infusion set when he couldn't bring his blood glucose readings down. Pt used the insertion assist plus device to insert the infusion sets. Pt no longer has the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.